Manufacturer narrative:
Findings: pump received with frozen screen, problem isolated to mother board. Pump was tested with no audio/beep anomaly noted. Pump received with cracked reservoir tube lip noted.

Event description:
A customer reported via phone call indicating that their insulin pump rings a constant tone. The patient's blood glucose level was unknown at the time of the call. The customer stated that there is nothing on the screen of the device except the number two. The customer stated that they dropped their insulin pump on the floor when the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.